Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, missing display window cover and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.